Manufacturer narrative:
(B)(4). The insulin pump was received with normal operating currents. No unexpected off no power alarm or blank display noted. The insulin pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump would not turn on. The issue was not resolved with a battery change. The blood glucose reading was not given. Nothing further was reported.